Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. There was no evidence of related alarms in the pump¿s black box. The battery compartment and cap were found to be undamaged and without evidence of moisture ingress. The battery cap was able to secure properly to the pump. The battery cap¿s contacts were found to be within specification. There were no defects or damage to the pump¿s internal components.